Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a reviewed of the total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. There were no alarms indicating a malfunction in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be peeling at the ok button; the keypad buttons were intermittently responding and contamination was found under the button contacts. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There is no evidence of a device malfunction as the pump was programmed and delivered insulin as desired. However the patient reported issues with bleeding at the infusion site. In addition the patient did not replace the battery after a replace battery alarm. These issues can lead to elevated blood glucose levels.

Event description:
She said she started having elevated blood glucose levels from the evening of (B)(6) until the morning of (B)(6). The patient was admitted to the emergency room at about 2:45 am on (B)(6) with a blood glucose level around 400 mg/dl and released around 7 am. The emergency room staff kept the patient on the pump and also gave the patient IV fluids. Upon discharge the patient's blood glucose level was 215 mg/dl. The patient then experienced a low blood glucose level in the 40 mg/dl range at 10:30 am the day she was discharged. Then on (B)(6) the pump reportedly did not deliver insulin overnight for 7 hours due to the patient not replacing the battery after not hearing the "replace battery" alarm. The patient had a blood glucose reading of 372 mg/dl with intermittent mild chest pain and mild soreness of the breath on (B)(6) but said she does not currently have those symptoms. The patient reportedly changes her infusion site frequently although did not change the site after elevated blood glucose levels as is typically recommended. The patient did not change the battery after a low battery alarm on (B)(6). The pump was not suspended and all bolus doses were given and completed as desired. The pump delivery history matches the programmed settings. The prime history shows the patient changed the infusion site after giving a bolus dose just prior to going to the ER. The patient also mentioned that there was blood in one infusion set when it was removed however all other infusion sets did not have insertion issues.